Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced greatly increased pacing thresholds and a change in impedance one week following implant.